Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting intermittent under-sensing. Programming interventions were made. The patient's condition was stable, and no symptoms were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation the patient's right atrial lead exhibited decreased sensing, low within range pacing impedance values, loss of capture, and intermittent undersensing. Programming changes were made. The patient's condition was stable throughout the event.